Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary- the device was returned and analyzed. Analysis revealed integrated circuit and unspecified current leakage.

Event description:
If was reported that during the implant procedure after the implantable pulse generator (ipg) was connected to the lead there was no pacing. The physician programmed the device and found that there was no telemetry. The physician decided to implant a different device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary- further analysis determined the cause of the failure to the integrated circuit (ic) was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.